Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report an unresponsive keypad and that they were not able to deliver a bolus. The customer's blood glucose level was unknown. It was reported that the device would be replaced and returned.

Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. The insulin pump has minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.